Event description:
The explanted devices were discarded by the hospital.

Event description:
It was initially reported that the patient was being referred for full revision, however it was also noted that an issue was found with the wires. The physician ultimately put in the new device generator. Additional relevant information has not been received to-date. The explanted devices have not been received by the manufacturer.